Event description:
It was reported that during an interventional radiology procedure involving one onyx trucor coronary drug eluting stent, the stent could not pass through the lesion. The stent was also reported to be deformed in vivo during positioning/advancement. The stent was stripped, and the shaft broke while being retrieved. The device was being used in a severely calcified, moderately tortuous lesion in the mid middle cerebral artery (mca). The device had been inspected before use with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. The procedure was completed using a different brand of stent. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy or procedural related. The patient is alive with no further injury.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with a detachment on the hypotube. Kinks were evident on the hypotube. The hypotube material was oval and jagged on both sides of the detachment site. The stent was not present on the balloon and did not return alongside the device. Balloon folds were intact on device return. Crimp impressions visible on exposed balloon surface. Deformation was evident to distal tip. No other damage evident to the remainder of the device. Image analysis: multiple images were provided showing the cerebral vasculature. A tight stenotic lesion is present in the middle cerebral artery. No treatment of this lesion was shown in the images although it was reported that the lesion treatment was completed using a different brand of stent. From the image it can be confirmed that the internal carotid artery was severely tortuous and there is no evidence to show that the trucor stent was not able to be delivered. The images suggest that the severe tortuosity may have contributed to the failure to deliver the stent. The images do not provide evidence to confirm the dislodgement or shaft breakage. Additional information: the stent scraped off/dislodged inside the non-medtronic catheter, was removed and does not remain inside the patient. It was not believed that the catheter had caused or contributed to the stent dislodging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the shaft broke into two separate pieces while being retrieved. The device broke into two separate pieces outside of the patient so it was removed and does not remain in the patient. The stent scraped off/dislodged inside the catheter, was removed and does not remain inside the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.